Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced transmitter charging issue damage (physical or cosmetic), battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-7715, mmt-1884l. Troubleshooting was performed it was reported battery cap does not screw on or stay on the pump and location of the damage is at the backside of the battery. No harm requiring medical intervention was reported. No product return is required for mmt-7715. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, and cracked keypad overlay. In summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Battery cap contact missing/damaged unable to be confirmed due to unit being received without original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.